Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
T was reported that the device had a failed output test. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed lcd lens scratches, downstream occlusion (dso) seal lift, and upstream occlusion (uso) seal dent. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over delivering. The root cause was determined to be the expulsor out of specification. The expulsor was trimmed to meet specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.